Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted for un unknown product performance issue and another system was successfully implanted. This crt-d has not been returned for analysis. No additional adverse patient effects were reported. Additional information received detailed this patient had twiddler's syndrome and as a result the leads had dislodged. This crt-d has not been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted for un unknown product performance issue and another system was successfully implanted. This crt-d has not been returned for analysis. No additional adverse patient effects were reported.